Event description:
It was reported that a medfusion® 3500 syringe pump experienced a motor rate error. No injury was reported.

Event description:
The issue did not occur while in use with a patient.

Manufacturer narrative:
One medfusion 3500 pumps was returned for analysis. Visual inspection performed, and product found to be cracked on the bottom cases and cracked on both ac receptacle and plunger cases. Event log review was performed and found evidence of motor rate error. Occlusion testing was preformed, and motor rate error was confirmed. It was confirmed that the reported problem was caused by combination of the motor assembly, leadscrew, and clutch halves having excessive of old grease, dirty and worn due to normal wear. Service replaced the old motor assembly, leadscrew, and clutch halves to correct the reported problem. Final occlusion testing was performed, and the pump passed all functional testing. The source of the reported problem is unknown.